Event description:
A complainant (patient) contacted baxter's technical service centre regarding a system error alarm 2240 (air in line) displayed on the homechoice (hc) unit. The alarm occurred during therapy, in the initial drain stage. The patient was connected at the time of the alarm, then turned the device off and back on to receive a system error alarm 2367. A system error 2367 is an alarm that is due to a previous system error alarm. The technical service representative (tsr) explained the alarm and assisted the patient to reset the device with new supplies. The call was completed and the hc unit was operational. There was patient involvement, with no associated patient injury or medical intervention.

Manufacturer narrative:
(B)(4). This complaint for a system error (se) 2240 (air in set) occurred during initial drain is confirmed because the patient reported pressing go prior to connecting himself, which is a use error that can cause system error 2240 alarms. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. This issue is being investigated through CAPA.

Manufacturer narrative:
(B)(4). The sample was not returned therefore no evaluation could be performed. The lot number was unknown therefore a batch review was not performed. The root cause of the complaint was not determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.